Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing a placed stent. The 90% stenosed lesion being treated was located in the non-calcified, severely tortuous posterolateral branch of the left circumflex (lcx) artery. A non-bsc stent had been implanted in the distal lcx on an unspecified date. A 1.5mm non-bsc balloon was dilated through the non-bsc stent's strut. Then the physician attempted to advance the 2.50x16mm taxus liberte drug eluting stent to the lesion through the non-bsc stent strut, but was unable to cross through. The procedure was completed with a 2.50x18mm non-bsc stent. There were no patient complications reported. The patient condition was reported as "good". However, the returned product analysis of the 2.50x16mm taxus liberte stent delivery system revealed distal stent damage.

Manufacturer narrative:
(B)(4): the taxus liberte sds device was returned for product analysis. The sds device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. Microscopic examination of the stent identified damage on the distal end of the stent; one strut in the first proximal row flared/bent back distally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).